Event description:
Customer's mother reports back to back testing on the same meter while using the aviva system with results of: 237mg/dl and 24mg/dl; 206mg/dl, 104mg/dl, 210mg/dl and hi (greater than 600mg/dl); 104mg/dl, 210mg/dl, hi (>600 mg/dl) and 60mg/dl; 78mg/dl, 80mg/dl, 26mg/dl and 68mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.